Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had a force sensor system failure¿ was confirmed with visual inspection of event log. Visual inspection of force sensor showed cracking wire connection, and the plunger cable is fraying. Probable cause is due to device normal material characteristics and device aging. Device was repaired by replacing the force sensor and plunger cable. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a force sensor system failure during setup. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.